Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission into the hospital was 550 mg/dl. The customer cause of hospitalization was diabetic ketoacidosis. Customer was administered 7 unit insulin per hour and was lowered to 0.5unit per hour. Customer was wearing the pump at time of hospital and was removed when she arrived at the hospital. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 23 mg/dl. The customer was advised to call health care provider to discuss possible causes of low blood glucose.